Event description:
Literature was reviewed regarding ¿higher all-cause but not aortic-related mortality for women after abdominal aortic aneurysm repair¿ the time frame of this study was over a ten-year period. Multiple manufactures products were implanted. Medtronic aneurx, endurant ii and non-mdt stent grafts were implanted in evar procedures. The following adverse events occurred: ischemia, occlusion, kidney injury, pneumonia, dvt, pseudoaneurysm, infection, intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿higher all-cause but not aortic-related mortality for women after abdominal aortic aneurysm repair¿ claudio medina y, farres h, arroyo hm, polania sandoval c, jacobs c, vernon ce, vandenberg j, erben y journal of surgical research. 2025 jul; 311:172-180.  Doi: 10.1016/j.jss.2025.04.030. Section a average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.